Event description:
It was reported that the artificial urinary sphincter (aus) did not perform as expected due to suspected urethral atrophy, the patient experienced recurring incontinence. A replacement surgery was performed and the balloon and pump were removed and replaced. A hole in the urethra was observed during surgery; therefore, a new cuff was not implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.